Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cracked hydro canister lids on the unicel dxc 600 synchron clinical systems. No injury was reported and no personnel were exposed to chemical or bio-hazardous material.

Manufacturer narrative:
A bci field service engineer (fse) replaced the canister.